Event description:
The patient got a reading of 274 mg/dl from the adc device and felt that it was higher than what she felt. The paitnet did not make any changes to her diabetes medication based on the adc device result and did not wash her hands priot to testing. The patient lost consciousness and was brought to the emergency room. The patient's sister recalls the emergency room getting a reading between 24-27 mg/dl from their meter. The time between the adc reading and when the patient lost consciousness was not provided.